Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the pt's esophagus, but would not deploy from the delivery system. The clinician ended up breaking the handle to release the capsule. A minor esophageal tear was discovered along side where the capsule was briefly attached to the esophagus. The pt was prescribed clear liquids for about a day, otherwise no medical intervention was required.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.